Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the roller pump occlusion ring was broken. No other details regarding the nature of the event were provided. Since the event occurred after a cardiopulmonary bypass procedure, there was no patient involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.